Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that although they were still having 50% reduction on symptoms, their therapeutic benefit was not as good as it was. Patient stated that they used to go an entire night without waking up to go to their bathroom for 8 hours, but now they were going to bathroom at night just once. Patient clarified that the issue started when they finished their therapy for their bursitis about 2 or 3 weeks ago in late september. Patient added that the therapy used an electric ice machine where there were electrodes placed on them that caused the chilling effect. Patient also mentioned that after the therapy, their bursitis got better and that they were told to do exercises. Patient also mentioned that the last time they travelled, they were told by airport security that they didn't have to turn their therapy off, and they went through the security scanner, but they confirmed that after walking past the gate, everything was working perfectly. Agent reviewed general therapy adjustment guidelines and therapy information and patient stated that they will try increasing their stimulation to a comfortable level. Redirected to hcp if increasing stimulation does not help after a week. Patient also stated that they will call their hcp to further address the issue.

Event description:
Additional information was received from the patient. They called back and repeated same information previously noted. Patient stated their physical therapist had used a tens unit, agent reviewed guidelines with tens and ins, patient confirmed tens was placed on their front and not near ins. Patient stated they have increased stimulation but ins is still not working as well and wanted to know if they should continue increasing. Agent reviewed therapy adjustment options and stimulation expectations. Patient stated they have an appointment with their doctor and will discuss with them as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.